Event description:
It was reported that the health care professional (hcp) had difficulty accessing center port. It was later reported that the pump was flipped and confirmed via x-ray. The pump was placed more subcutaneously. Patient was taken to interventional radiology and under fluoroscopy the pump was manipulated and flipped. The pump was then filled. Patient did not have any symptoms and did not experience withdrawal. Patient was reported as doing "fine." Medication in the pump was lioresal 500mcg/ml concentration is 2000mcg/ml.

Manufacturer narrative:
(B)(4).